Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to noise on the rv channel. There was a suspected rv lead fracture. The rv lead is planned to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was right ventricular (rv) lead oversensing with 13 ventricular non-sustained tachycardia¿s less than equal to 210ms on (B)(4) 2013. Also, there were 10 ventricular fibrillations less than equal to 210ms average v-cycle between (B)(4) 2013 and (B)(4) 2013. There was also non-physiological oversensing with ventricular short interval count equal to 1260 counts, in 1.25 days between (B)(4) 2013 and (B)(4) 2013. (B)(4) implantable cardioverter defibrillator (B)(4).